Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection confirmed the catheter tip was bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip fracture remains could not be conclusively determined.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tip fracture remains unknown.

Event description:
During the procedure, the catheter was advanced to the right atrium to perform a transseptal puncture and fluoroscopy observed a tip fracture. Another device was used to continue the procedure with no consequences to the patient.